Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled downstream occlusion (dso) seal. Error code 41622 was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the faulty mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code - faulty mainboard. There was unknown patient involvement.